Manufacturer narrative:
Baxter is in the process of inspecting the envella bed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that envella bed control box caught on fire. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Event description:
Baxter received a report stating that envella bed control box caught on fire. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the power cord and receptacle needed to be replaced. Per the baxter service manual, it is necessary for the envella air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Check that the power cord is in good condition: the plug is a one-piece molded plug assembly, the assembly shows no signs of cracking, the plug molding around the blade is not discolored, and the blade is tight in the molding. The power cord hooks show no sign of cracking and are intact with no damage. The power cord strain relief shows no sign of cracking and is intact with no damage. Repair or replace the part as applicable. The product involved in the allegation is a rental unit with an extensive service history. Available documentation confirms that the bed has been routinely serviced in alignment with established maintenance protocols. Most recently, this product had routine service/maintenance performed on (B)(6) 2025 and did not require any additional service related to the reported issue. The technician replaced the power cord and receptacle to resolve the reported event. Based on this information, no further action is required.